Event description:
The patients spouse reports that her husband underwent cataract surgery with implantation of the crystalens. Postoperatively, yag capsulotomy was performed and then approximately 3 weeks later a vitrectomy was performed. No additional information was provided. This event is being reported on the basis of unknown cause. Additional information has been requested from the patient.